Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2018 with blood glucose level was unknown at time of incident and the current blood glucose level was 128 mg/dl. The customer was assisted with troubleshooting. The customer was treated with injections on sliding scale in ICU fir the 12 hours. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as vomiting. Customer stated insulin exited at the quick release. The device will not be returned for analysis.